Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/17/2013 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that right side has a "possible rupture", "doesn't look normal", "thicker", "bulbous", "looks bigger and sags more", "difficult to lay on side and exercise", and "feels like a grapefruit inside" and left side is a "little heavier", and both sides have "lost nipple sensitivity." Patient later confirmed rupture with MRI. The device remains implanted.